Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to moisture damage fsr. Unable to confirm the alarm during testing. Unable to perform the excessive no delivery and occlusion test due to prime fill anomaly and motor error alarm. Pump received with corroded motor home switch. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched case, and scratched lcd window.

Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's current blood glucose reading is 293 mg/dl and has treated with a manual injection. Customer reported symptoms of nausea, vomiting and weakness. Customer's blood glucose reading at the time of the hospitalization was 584 mg/dl. Troubleshooting was performed and the drive support cap appeared to be normal. Customer mentioned receiving a motor error alarm as well as a no delivery alarm. High pressure test was performed and passed. All settings in the insulin pump were noted to be correct. No further information reported.